Event description:
Gynecare posterior prolift mesh placed by a md in 2008. Developed severe postop bleeding; hgb 8.6. Required extra day in hosp, return to the ER, and add'l lab tests and prescriptions. Mesh wadded up in lumps in perineum. Rectocele recurred worse than before. Constant chronic pelvic pain disrupting sleep, work and personal activities. Mesh erosion, spotting. Dyspareunia. This led to depression, marital discord, suicidal thoughts. Add'l 3 1/2 hr extensive pelvic surgery required at research hospital 5 hr from home (done two weeks later - to remove mesh and repair damage. Dose or amount: 1, frequency: 1, route: vagina. Dates of use: 2007 - 2008. Diagnosis or reason for use: rectocele.

Event description:
Gynecare posterior prolift mesh was placed by a dr in 2008. Developed severe postop bleeding; hgb 8.6. Required extra day in hosp, return to the ER, and add'l lab tests and prescriptions. Mesh wadded up in lumps in perineum. Rectocele recurred worse than before. Constant chronic pelvic pain disrupting sleep, work and personal activities. Mesh erosion, spotting. Dyspareunia. This led to depression, marital discord, suicidal thoughts. Add'l 3 1/2 hr extensive pelvic surgery required at research hospital 5 hr from home (done two weeks later) to remove mesh and repair damage. Dose or amount:1, frequency: 1, route: vaginal. Dates of use: 2007 - 2008. Diagnosis or reason for use: rectocele.

Event description:
I consented for tvt to be placed. Dr placed tvt secur. Postop hemorrhage, significant blood loss; required add'l hospitalization and later ER visit. Unresolved and worsening severe urinary incontinence. Abdominal, pelvic, and vaginal pain; constant, disturbs sleep. Painful scraping intercourse for myself and husband. Constant spotting. Unresolved rectocele. Wadded up lumps of mesh in my perineum. Dr refuses to help me, so I am seeing a specialist for eval, testing, and probable corrective surgery and removal of the tvt mesh. Dose or amount: #1 mesh x1, vag #2 mesh, x1, vag. Dates of use: #1 2007- 2008, still in place; #2 2007- 2008, still in place. Diagnosis or reason for use: #1 sui and cystocele; #2 rectocele, enterocele.